Manufacturer narrative:
The customer's address is unknown: (B)(6) has been used as a default.  (B)(4). Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s2; occurrence: a complaint history check was performed and this is the 4th. Related complaint for npi pain, the 2nd related complaint for harm bleeding & the 1st. Related complaint for does not attach as intended on lot # 9344153. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (nano pro pen needle, npi needle pain & does not attach as intended) was captured and addressed. The reported harm: bleeding is directly associated with hazard: npi (needle point integrity). This is captured in risk assessment file 10000084266, revision 1. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us experienced inner shields/outer covers/caps that would not attach/detach during use. The following information was provided by the initial reporter: consumer reported pain and bleeding during his injections with the bd nano 2nd gen pen needles. Stated this pen needle is harder to screw on to his insulin pen. Stated he has to check the needle and make sure he lines it up exactly with his insulin pen. Reported he can feel the injections in his belly. Stated we're getting "crap" and he knows several other people with issues with the 2nd gen. Stated his pharmacist warned him about the changes that bd made and bd can go down as fast as it goes up. Stated this is not a good product and it is going to go on the news. Asked consumer for demographic information and consumer disconnected the call. Lot #: 9344153, catalog#: 320550, date of event: (B)(6) 2020.